Event description:
The customer reported that the interconnect cable has a short in it.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.